Manufacturer narrative:
H3. Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2024: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that the patient was not getting relief from the pump. The patient and the healthcare provider (hcp) decided not to refill pump at last refill date, and oral supplements/management commenced. The hcp said that the catheter was likely not in right location. The patient made decision to have pump explanted. The patient is still on 3 more weeks of antibiotic regiment to clear infection. However, explant surgery date is not yet scheduled. The hcp wrote chart order today to turn pump completely off to silence all alarms. The rep called patient services and code was provided to turn off the pump today, on 2026-04-06. Additional information was provided from a company representative stated that the patient was not getting good coverage then had an infection at the catheter insertion site. The rep stated that they plan to have the pump and catheter taken out.

Event description:
Information was received from a healthcare provider (hcp) and a patient representative via a manufacturer's representative (rep) regarding a patient receiving dilaudid hydromorphone (2mg/ml, dosage unknown) via an implantable infusion pump for non-malignant pain. It was reported that the rep stated the patient's pump had reached end of service and they were thinking about doing a possible revision of the catheter. The rep stated the patient had been alarming and the hcp did a 48 hour silence of the alarm, but it's back on. The rep asked if they could possibly shut the pump off until the replacement because the pump was not being utilized anyway and the patient was being supplemented with oral medications. The patient was scheduled to have the pump replaced on (B)(6) 2026. It was reviewed that based on the implant date, the pump should not be near end of service. It was unknown what alarm was occurring or if troubleshooting had been performed. The rep was not with the patient at the time of the call. A day later, the rep filed a report that the patient's hcp had asked them to reach out to the patient to shut down the patient's pump to stop it from alarming. The hcp told the rep the pump had not been working and had not been refilled for some time. The pump alarm was caused by the pump reservoir being depleted. The hcp reiterated that the patient was being supplemented with oral medication until they were approved for a full system revision. When the rep contacted the patient the previous day, the patient's wife informed them that the patient was admitted to the hospital for an infection at the pump site. They also stated the revision surgery, tentatively scheduled for (B)(6) 2026, would need to be postponed until after the patient completed a 6 week antibiotic course. No new information at the time of the report. The pump was empty, but the rep had not yet shut down the pump since an order was not yet made to do so. There were no known environmental, external, or patient factors regarding this event. Diagnostics and troubleshooting included the pump being interrogated at the hospital during the patient's admission. The issue was not resolved at the time of the repo rt. The session report was attached to the rep's report. This showed that (B)(6) 2026 9:35pm there was a non-critical alarm for low reservoir, and (B)(6) 2026 at 3:16am a critical alarm for empty reservoir. On (B)(6) 2026 at 9:54am there was a critical alarm for "stopped pump duration exceeded 48 hours" and there were 5 programming steps at the same time 48 hours prior. At the time of interrogation the pump had been stopped for 102 hours and 56 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative stating that the pump and catheter were explanted on (B)(6) 2026.